Manufacturer narrative:
(B)(4). Concomitant medical products: unk liner, unk head, unk stem, unk cup, unk screws x 3. Reported event was confirmed by review of x-rays provided. X-ray review demonstrated extensive osteolysis surrounding the acetabular component and the proximal aspect of the femoral component. Lucency extends along the acetabular screws but does not completely surround the screw tips. There is also polyethylene liner wear with resulting eccentric position of the prosthetic head within the acetabular cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was being scheduled for a revision procedure due to trunionosis and poly wear. However, no revision has been reported to date.